Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7137161 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7138500 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing undesired sensations of sporadic shock at the implant site up to the lead site. The patient also noted of having no therapy for a month due to charger issues (MFR. Report no. 3006630150-2026-04841) and has been having pain at the left side. The patient was provided with a new charger, had a program optimization done and is currently doing well.